Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on 08/17/2016 that on (B)(6) 2016, the patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available. The device has been received for evaluation. A follow up report will be submitted once the evaluation has been completed.

Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, the patient experienced a loss of connection between the transmitter and receiver. The transmitter was returned for evaluation. The device was visually inspected and no defect was found. Pairing testing was performed and the test passed, however, functional testing was performed and the test failed. Additionally, data log review at the time of device evaluation confirmed loss of connection. The reported event of loss of connection was confirmed. The root cause was determined to be a defective transmitter.